Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: unknown, not provided. If explanted, give date: not applicable as the lens remains implanted and therefore not explanted (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign material was observed in the patient's eye after the implantation of the intraocular lens (iol). Reportedly, it was not possible to aspirate the material with the irrigation/aspiration (I/a) handpiece. Reportedly, the foreign material was observed in the incision when the I/a handpiece was pulled out from the eye and it was collected. The iol remains implanted. There was no patient injury. No further information was provided.

Manufacturer narrative:
Device evaluation: only the foreign particle was returned for investigation. The debris/particle was received in a small container with water. The particles were analysed using the fourier transform infrared (ftir) spectroscopy. The results revealed that the material is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The material is consistent with common materials used by protective clothing of production operators. Throughout the manufacturing processes there are various cleaning operations and 100% visual inspection utilizing microscopes that would have identified and discarded a product with a similar particulate, as required by the procedures. The manufacturing process is performed inside a regulated clean room class 6 that requires full gowning before entering the room. The manufacturing data confirms no process deviations that may lead to visible debris/particle deposition on the intraocular lens (iol) that may be undetected by the control process. The customer's reported complaint was verified, however, it could not be confirmed as a manufacturing deficiency, since the device was handled. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.